Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. Investigation determined that the tamper seal was broken and non-conforming outside sample tubing was installed indicating the monitor had been tampered with. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-10676. The report was submitted in error.

Event description:
(B)(4) - the high calibration is unstable and calibration is starting to take longer. The second problem stated by staff is that it does not calculate etco2 intermittently, where they can see the breaths but there is no etco2 calculation.